Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device would not heat up while in the pt. The power setting was at 2.5 per IFU recommendation. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).